Event description:
(B)(4). I awoke from a nap with the right side of my face paralyzed. This was followed three weeks later by intense pain on the right side of my head that continued steadily until 2010. I still have pain and paralysis to this day. I had no medical conditions prior to this event. I have a team of neurologists who can find no other cause for this. Medications and treatments that are used for bells' palsy have not worked in my case.